Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently, bleedback was noted. The tubing set was being used to deliver an unspecified volume of dihydrofolic acid (dhf). It was reported that "a few seconds before to finish the infusion of drug (dhf), the set began to leak and due this event, there was return of the blood." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical for this patient. No medical interventions were reported. Though requested, no additional information was provided.